Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak and "air bubbles" were observed in a prismaflex tpe 2000 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received, and a photograph and video were provided for evaluation. Visual inspection of the photo and video showed air bubbles in the set return line. Inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional air leak testing was performed at 2 bar pressure, and no leak was observed. The set was loaded and primed on a prsimaflex control unit, and no issues were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.